Event description:
It was reported that the patient experienced an event where the infusion set adhesive tape came off during the middle of the wear period on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.